Event description:
I had the essure procedure done around (B)(6) 2012 and have experienced pain from day one. Abdominal and right side pain. I thought it was normal and I asked my doctor and he said it was normal as well when I first had this done. It's now almost 2 years later and I still have this constant pain. I'm beginning to get really scared now.